Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73j2200318 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
Reported issue: stapler was defective, would not discharge staples right. Medwatch reporter# (B)(4).